Event description:
Caller reported intermittent occlusion alarms but the exact alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin.